Event description:
It was reported that while the user was removing an old soft case to install a new hard case, the front half of the ilet became unglued and the internal components were exposed, consistent with a device fracture involving the touchscreen component; the user had an alternative insulin therapy in use until a replacement arrived. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed a stress-related problem consistent with a fracture of the device¿s touchscreen assembly during case removal. It was concluded, based on previously established findings for similar reports, that the cause was traced to user handling.